Event description:
On 02/12/2025, a sales representative reported via email that an ar-2326pslc peek swivelock anchor had an issue with the eyelet not releasing from the anchor inserter during a case. The surgeon attempted to insert it twice and could not get the eyelet to release, so the surgeon went with a different anchor that operated successfully and completed the case. This was discovered during an arthroscopic rcr procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.

Event description:
Additional information received on 2/28/2025: the case was not delayed as a new ar-2326pslc peek swivelock was opened in a timely manner, and additional anesthesia was not needed.